Event description:
Ligasure atlas malfunctioned. Jaws were sticking together. Ligasure taken off the field and a new one was placed.what was the original intended procedure?surgical cutting/sealing.device #1is this a laboratory device or laboratory test?no.